Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 250 mg/dl to 300 mg/dl with ketones. Reportedly, the customer believes the pump was not delivering insulin properly. At the time of report, the customer's bg level was 246 mg/dl. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified.